Manufacturer narrative:
Based on the available information, a general reagent issue could be excluded. The investigation determined the event was consistent with a preanalytical sample handling issue. No product problem was identified.

Manufacturer narrative:
This event occurred in (B)(6). Unique device identifier (UDI) (B)(4). The field service engineer cleaned the nozzle of the sample probe. He confirmed the analyzer was running ok. The investigation is ongoing.

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 and alb2 albumin gen.2 results for two patients tested on a cobas c 503 module. The initial results were not reported outside the laboratory. The customer performed "validation of the results" and repeated the samples. Patient (B)(6) initial glucose result was 1.2 mmol/l, and the patient's repeat result was 4.0 mmol/l. Patient (B)(6) initial albumin result was 7.68 g/l, and the patient's repeat result was 45.8 g/l. The glucose reagent lot number was 47113401 with an expiration date of 30-jun-2021. The albumin reagent lot number was 49088901 with an expiration date of 30-sep-2021.